Event description:
A facility reported a certas valve (ID (B)(6)) was implanted on (B)(6) and then removed and replaced due to an increase in intracranial pressure (icp). As per reporter, the patient experienced signs and symptoms of increased icp, however, details were not provided.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The certas valve (ID (B)(6)) was returned for evaluation: failure analysis - the position of the cam when valve was received was at setting 8. The valve was visually inspected, no defect noted. The valve was irrigated and hydrated. The valve passed the test for programming, occlusion, leak, reflux, siphon guard and pressure. Root cause analysis - no root cause could be determined as the technician could not confirm any problem at the time of investigation. The possible root cause for the issue reported by the customer, could be due to biological debris occluding the catheter or a kink in the catheter.

Event description:
N/a.